Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve and air flowed back into the side port issue occurred. The device evaluation was completed on 31-mar-2023. The product was returned to biosense webster for evaluation and it was sent to the device manufacturer for further investigation. Visual analysis of the returned sample revealed no damage or anomalies on the device. Functional analysis was performed and it was found within the specifications. A device history record review was performed and no internal actions related to the reported complaint were identified. The complaint reported by the customer was not confirmed since during functional test no leaks were noted on the valve/hub/sheath. The exact cause of the reported event could not be conclusively determined during the analysis; however, procedural factors and /or handling process may have contributed to this issue. Controls are in place to detect such nonconformities. Neither phr review nor the product evaluation results suggest that the failure reported is related to the manufacturing process. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-feb-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under date of event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve and air flowed back into the side port issue occurred. It was reported that the sheath pulled air after everything was properly inserted. Therefore, it was replaced with another sheath. Thus, the procedure could be successfully completed. No patient consequences. Additional information was received. No medical intervention required. Patient did not exhibit any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for the air flowed back into the side port issue.